Event description:
In 2006, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument was found to have a high bacteria count after disinfect. The baxter technical support rep explained to the customer how to disinfect the complete system including the incoming water line. No pt injury or medical intervention was reported in association to this incident. No further info is available at this time. If add'l info becomes available, a f/u report will be sent.